Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused chest tightness, aneurysm and headaches for about 6 months. The patient did report to have received medical intervention and reported to be under constant cardiological care and had an MRI of the head. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
B5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was serviced by service center. During the investigation, pil observed a dark dust-like contamination possibly sound abatement foam in the blower motor. The issue of degraded sound abatement foam is addressed by CAPA 7211. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated in this report as per the lab investigation report.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused chest tightness, aneurysm and headaches for about 6 months. The patient did report to have received medical intervention and reported to be under constant cardiological care and had an MRI of the head. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. During the investigation pil observed dust-like contamination on the top cover, air inlet filter was missing, unknown damage was observed on the warning label. A whitish dust-like contamination was observed on the pca, blower cap, on the interior side of the blower cap, on the blower motor, blower outlet below, left side panel, in the blower box, on the sound abatement foam, and in the bottom enclosure. Large balls of dust-like contamination were observed behind the left side cover. A dark dust-like contamination, possibly sound abatement foam was observed in the blower motor. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was unable to directly address the symptoms outlined in the complaint. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.